Manufacturer narrative:
Suspect device not available for return for analysis. Possible causes of obstruction include: kinking of the airway: laryseal pro meets the requirements of iso 11712:209 anaesthetic and respiratory equipment - supra-laryngeal airways and connectors, including (annex c) kink resistance testing. (<1.0cmh2o pressure drop when bent 130 degree after preconditioning at 40c and >90% humidity for 4 hours). Therefore this cause is highly unlikely. Foreign body entering the breathing system and travelling down into the laryseal device. This cannot be determined as suspect device not available for analysis. Incorrect placement of device. This is unlikely as initially functioned correctly.

Event description:
Lma inserted without issue, then in just a few minutes the patient would obstruct. Manipulation of patient's head, and device would not break the obstruction.